Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative examination, the patient reported having blurry vision and was unhappy with the results. The iol was explanted. The replacement iol information is unknown and the patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 23, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on one lens half. The physical characteristics of the received lens was confirmed to match that of a zcu375 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Through follow-up the johnson and johnson representative reported that the patient¿s vision is not 20/20 and they are not happy with their vision. The product is no longer available to be returned. This current report is to update this information. Section h6, type of investigation: 4115-device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.